Event description:
Per the information provided to co by the physician's office, the device was removed due to "pump failure." As reported to co, the pump and the reservoir were removed and replaced, leaving the cylinders in place.